Event description:
(B)(4). Same case as: 2134265-2010-03107 it was reported that during a carotid stenting treatment procedure, the patient experienced hypotension. The target lesion being treated located in the ostium of the left internal carotid was 80% stenosed, 5mm in diameter and 7 mm long. The target lesion was treated with a filterwire ez and placement of a carotid wallstent. Residual stenosis was 20% during the index, the patient experienced hypotension. The patient was treated with medication and the event was considered resolved without residual effects. Patient condition listed as fine.

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)